Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Intuitive surgical, inc. (Isi) received userfacility report 0300240000-2023-8010 stating: while surgeon was using mega suturecut needle driver, the spring broke mid-use. Item was taken out, intact and sequestered for the remainder of the case. Original intended procedure: robotic low anterior resection with primary anastomosis additional procedure: robotic temporary diverting loop ileostomy additional procedure: flexible sigmoidoscopy. Isi followed up with the initial reporter and obtained the following additional information: the customer did not have any other information. The customer submitted to the FDA only.